Event description:
It was reported that the user switched from a dexcom g7 to a freestyle libre 3 plus sensor and started the new sensor using the libre mobile application rather than the ilet application, resulting in the sensor being in use by another device and unavailable to the ilet system; fingerstick blood glucose at the time of the call was 128 mg/dl. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included user support and troubleshooting, with the user transferred to the sensor manufacturer for a replacement. Investigation included remote troubleshooting and education regarding proper sensor pairing and app setup. Investigation of this case revealed that the sensor was paired to an incompatible or competing application, which prevented device communication and ilet use. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.